Event description:
Four yrs undergoing stent implantation, the pt collapsed at home during loading of a van. The pt was transported to the hospital were he was pronounced dead on arrival. No autopsy was performed. The death certificate indicated that the cause of death was ischemic heart disease, diabetic mellitus, hypertension, and hypercholesterolemia.